Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure is was discovered that the right ventricular (rv) lead had insulation damage. The insulation was repaired with the use of silicone and all lead parameters tested "ok" post the repair. The lead remains in use, no patient complications have been reported as a result of this event.